Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mbf instrument involved with this complaint and completed the evaluation. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Additionally, the instrument released energy. There was no problem detected. A review of the device logs for the mbf instrument (part #471172-16; lot #n10210429-0125) associated with this event has been performed. Per this review of the logs, the mbf instrument was last used on (B)(6) 2022. An isi field service engineer (fse) conducted a site visit to further investigate the customer reported issue. The fse could not replicate the reported energy issues. The fse tested the system and verified the system as ready for use. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: during a da vinci-assisted bariatric revision procedure, the customer aborted after the start of the procedure due to non-functioning instruments. When the event occurred, the patient was on the table for over 40 minutes to an hour. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted bariatric revision surgical procedure, the cautery function of a maryland bipolar forceps (mbf) instrument did not work and had low energy. The patient was on the table for over 40 minutes to an hour. The procedure was aborted post anesthesia & port placement with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that the procedure was aborted with ports placed due to instruments not working. They tried several instruments, changed out the cords, and tried another erbe generator with no change. The customer reported that demo instruments worked, but not the regular instruments. They also said that there were no faults on the system. Patient information was requested, but not provided.